Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised force system alarm due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 157 mg/dl at the time of the incident. Customer also stated that they were able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.